Event description:
The lay user/pt contacted lifescan alleging that her one touch ultrasmart meter was giving inaccurate high readings. On april 24, 2008, the mas contacted the pt and obtained add'l info. On a week earlier at around 12:45pm, the pt reported testing 4 consecutive times and obtaining same result of 115 mg/dl every time with a lifescan meter, performed within 10 minutes of each other. The pt performed 4 tests one after the other as she was expecting results between 99-102 mg/dl. Based on her meter readings, she ate less than usual for lunch. She just ate half a butter sandwich with water. She usually takes one peanut butter sandwich, apple and milk for lunch. After about half an hour, while driving the car, she felt shaky and weak. She tested herself on her back-up meter (one touch basic) and obtained result of 56 mg/dl. She called her doctor's office and was advised to eat some candy-bar and rest for a while. She felt better after 15 minutes. The pt does not take any medication for her diabetes management. She has controlled her diabetes with diet and exercise. She usually tests 4 times a day. The customer care advocate (cca) verified that the pt's testing technique was correct. The meter was programmed for the correct unit of measure and calibration code number. The pt advised that she performed quality test with passing result. The meter and test strips were replaced. This complaint is being reported as the pt ate very little portion of food based on her inaccurate high meter reading and developed symptoms suggestive of hypoglycemia. The pt contacted the doctor and was advised to eat and rest. She claimed to feel better after eating and resting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.